Event description:
The report indicated that while cooling pt during bypass, the venous reservoir bag began to collapse at the outlet. The bag was changed out with no pt compromise. Testing of the returned bag could not confirm the reported complaint.